Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00700. It was reported, the pt ((B)(6)) lost stimulation. A diagnostic test revealed invalid impedance readings for all lead contacts: however, x-ray imagery showed no visual anomalies. Further interrogation revealed a lead fracture. The pt's lead extension was also found to have an impedance issue. As such surgical intervention was undertaken to replace both the lead and lead extension. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Results: the complaint about "invalid impedance" was confirmed. As received, the lead revealed a lead breakage with all wires broken at approximately 23 cm from the stimulation. A compression mark was observed on the lead at 26.5 cm from stimulation end. The compression mark on the lead is consistent with the use of a swift lock anchor. The broken wires were consistent with the distal end of the swift lock anchor. Also fluid intrusion was observed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.